Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a connector tego¿ where it was reported that during the process of connecting the patient to hemodialysis, at the time of removing the heparin seal prior to connection, wrinkled silicone of the bio connector was observed. At the time of installing the syringe it is not possible to draw blood. It was checked again, and the internal silicone part was damaged and did not allow the circulation of fluids, it was necessary to change the connector. No patient harm or adverse event as result of this event was reported.

Manufacturer narrative:
The reported complaint of a wrinkled seal could be confirmed from the photos received. Without the return of the used samples a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.